Manufacturer narrative:
Though still under investigation, varian has determined that an MDR is appropriate, as this malfunction, should it recur, could potentially result in serious injury. Add'l follow-up to this MDR is expected upon completion of the investigation.

Event description:
The customer reports that they created a plan with a field for an elekta machine with motorized wedge. The moment they calculate a field with motorized wedge, where the x-value is higher than 25cm using the aaa-algorithm, they get the warning "dose in isocenter is too small. Cannot use it for field normalization." This warning pops up even when: the dose in isocenter is certainly more than 50% of the dose. When isocenter isn't situated deep (even with depth of 1 cm), and for each weight factor and each fractionation dose. As a result, eclipse changes the default normalization and the results of the calculation are no longer correct: wrong dose distribution, wrong amount of mus for the wedge part. There was no misadministration or serious injury reported associated with this event.